Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that at night, the patient went to bed and in the morning, he woke up and noticed that the tubing had detached at the site. He had high blood glucose level in 300s mg/dl. This occurred with three infusion sets from the same box in which the tubing disconnected from the quick disconnect. No further information available.